Manufacturer narrative:
Product analysis upon receipt at medtronic's quality laboratory, the device was returned via fedex in damp original outer packaging. The outer packaging appeared tattered likely due to the damp condition. The safety seal on the jar was received broken and misaligned. A long, white particulate was observed inside the jar. As confirmed by the event, the valve was not returned. After opening the jar, a thin line of gasket material was noted on the rim of the jar. Amber-colored remnants of dried glutaraldehyde were observed along the threads of the lid. A small section of the gasket appeared damaged. It is believed that the white particulate inside the jar were remnants of the gasket material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon opening the jar containing the valve, a piece of the jar's seal was observed inside of the jar. The valve was removed and inspected for any additional pieces and was rinsed. The valve was determined to be fine to implant. A pre-balloon aortic valvuloplasty (bav) was performed due to pre-existing severe aortic insufficiency (ai) and the patient decompensated. The valve was successfully implanted in the correct position. However, after over an hour of resuscitative efforts, the patient died due to failure to thrive. Per the physician, the valve did not cause or contribute to the death. Additional information was received to clarify the severe ai was a result of the pre-implant bav. The valve was quickly implanted in a good position and was functioning well; however, the patient never recovered from the decompensation after the pre-implant bav.